Event description:
It was further reported that a prophylactic iabp was placed at the beginning of the procedure. Target lesion 1 was 44mm long. Per catheterization report, initial ivus evaluation of the mid rca revealed under-deployment of previously placed stents (true luminal diameter approximately 4.75mm by ivus). Target lesion 1 was treated with cutting balloon angioplasty, and placement of a total of three overlapping taxus stents with 0% residual stenosis following post dilatation. Target lesion 2 was located at the bifurcation of the distal cx and the 2nd om and was 18mm long. The ostium of the 2nd om was treated with cutting balloon angioplasty, the patient was noted to have brief runs of ventricular tachycardia when the balloon was inflated. A 2.5x24mm taxus stent was placed across the ostium of the 2nd om extending proximally into the distal cx. The taxus stent was then placed in the distal cx more proximally and in an overlapping fashion. Final angiography revealed 0% residual stenosis of the stented segment following post-dilatation. During the procedure, a 6.0x18mm racer stent was also placed in a chronic dissection plane of the ostial rca (true luminal diamter 6mm by ivus). Iabp support was discontinued later in the evening and the patient was observed overnight in the intensive care unit. During the 6-month follow-up period of the study, the patient collapsed and died at home. The patient underwent an upgrade of his aicd to a biventricular pacing aicd 16 days post procedure patient continued to experience slow ventricular tachycardia and was referred for repeat cardiac catheterization. Selective coronary angiography revealed severe stable 3-vessel coronary disease. Per catheterization report, the previously placed stent in the distal extending into the 2nd om was widely patient with no evidence of in-stent restenosis. There was focal 20% in-stent restenosis in the mid portion of a widely patent stent in the mid to distal cx. Widely patent stents were also noted in the ostial/proximal, mid, and distal rca, with focal 30% in-stent restenosis of the mid rca. An ep consult was recommended and the patient subsequently underwent radio frequency catheter ablation for persistent ventricular tachycardia. 11 days later, the patient underwent surgical repair of a femoarl artery pseudoaneurysm. 5 days later, the patient developed a low grade temperature with complaints of diaphoresis and shortness of breath, an office visit was scheduled that day. While preparing for the doctor's appointment, the patient suffered an apparent respiratory arrest. Patient's spouse initiated cardiopulmonary resuscitation and activated ems, but resuscitation efforts were unsuccessful.

Event description:
Clinical study same case as #6000093-2005-00776, #6000093-2005-00778 it was reporting that 182 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 was a 4.0mm, 70% stenosed mid right coronary artery (mid rca). The physician treated the lesion with predilated and successfully placing two taxus express2 8.8% 3.50 x 28mm drug eluting stents with 6mm overlap. The physician also placed an unk bare metal stent in the same lesion. Lesion 2 was a 3.75mm, 80% stenosed distal circumflex (dist cx). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.50 x 28mm drug eluting stent in the target lesion. There were no compliacations. The pt was discharged the next day on plavix and aspirin. 182 days after the procedure, the pt expired. The pt collapsed at home and stopped breathing. Pt was unable to e resuscitated. There was no autopsy. In the opinion of the physician the relationship of the pts death to the target vessel is unk.